Manufacturer narrative:
The certas valve was not returned for evaluation (per customer, not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The potential cause(s) of failure for ¿distal portion of valve broken at siphonguard¿ could be linked to product mishandling during implantation procedure or due to "inadequate adhesion with glue selection or inadequate mating geometry on housing and/or connector".

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken certas valve at the distal portion of the siphonguard. The valve was implanted in (B)(6) 2020 and explanted on (B)(6) 2020. Additional information has been requested.